Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm was not issued during the treatment of a patient with cardiogenic shock using a spectrum pump while infusing dobutamine (the total volume to be infused was 200/250mls). It was reported the patient did not receive an entire bag of dobutamine and the pump did not issue an alarm. The patient¿s mixed venous oxygen saturation (svo2) dropped 25 points. The patient outcome was not reported. No additional information is available.